Event description:
It was reported by phone that the track on the right side of the chair was not latched and started bowing during use and the emt was not able to control the chair. There was a pt on the chair at the time of the incident. The chair and the pt fell down approx 8 stairs which caused the emt to suffer from various bruising and the pt to suffer from a bloody lip and an abrasion to the knee. There was both pt involvement and adverse consequences reported.